Event description:
Probe failed during the procedure. Probe tested per the IFU and tested perfectly. During the procedure, probe froze completely up the shaft and the physician needed to protect the patient's skin with warm saline to prevent a skin burn injury.

Manufacturer narrative:
Device history records reviewed. Device not returned for evaluation. Shaft frosting is a known risk for cryoprobes.

Manufacturer narrative:
Product returned to the manufacturer after original complaint closed. Once product received, complaint re-opened and product evaluation conducted. Reported issue of shaft frosting was confirmed via simulated use testing. Vacuum sleeve failed testing. Vacuum sleeve removed and returned to original supplier for further evaluation. Supplier concluded the vacuum sleeve satisfied their acceptance criteria.